Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that a piece of the single use valve brush had come off inside the scope. When pushing device (like a forcep) was moved through the scope, the brush was pushed out of the scope. The doctor was able to retrieve the piece of brush, and there was no injury to the patient. Per additional information received, the customer reports that during cleaning and sterilization of the endoscope, the staff member cleaned the lumen of the scope and a piece of the cleaning brush broke off and remained in the lumen during sterile processing. The staff member was unaware that a portion of the cleaning brush had broken off. The physician received the sterilized scope, and while performing an endoscopy, pushed an unknown device (snare or forcep, exact device is unknown) through the scope and the broken piece of cleaning brush was expelled. The customer did not known the anatomical location of the patient's body where the brush piece was expelled to. No further information has been provided at this time.